Manufacturer narrative:
Date rec'd by MFR: 18oct2019. The touch screen assembly was received for evaluation. Resistance measurements were performed. Further investigation revealed that the resistance and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a failure of the touchscreen. The device was reported to be in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
Date of report: 23jul2019. Date received by manufacturer: 21may2019. Attempts to obtain patient information were unsuccessful. Reporter indicated that the hospital did not relay to them patient information. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse attempted to calibrate the unit. The reported issue was resolved by replacing the touch screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.